Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 6 of 6. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) cycled the power to clear the alarms. The caller did not see any obvious cause of the alarms. The caller would discard the supplies and finish with manuals. The caller would contact the peritoneal dialysis nurse (pdrn) regarding the air being detected and the hp being connected. Global product surveillance (ps) contacted a nurse (rn) on (B)(6) 2012. The reporting rn was not available for the call. The unit rn stated that the hp finished therapy with manuals. The original cassette was discarded and the rn did not have a companion or know the lot number. Ps contacted the pdrn on (B)(6) 2012. The rn did not know about the alarm. The pdrn did not know of any medical issues or injuries related to the alarm. The pdrn stated that the hp was continuing with therapy. There was no patient injury or medical intervention reported.